Manufacturer narrative:
H11. D.1 brand sprint d.2 implantable tachy lead d.7 implant date 17jul98 d.8 explant date 01feb02 f.10 medtronic device/patient codes used. Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facilitys reporting criteria will be filed